Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 210 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer had taken over 35 units of insulin. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer will monitor the pump. The customer had decreased their basal rates the previous week. The customer also reported getting lows of 55 mg/dl when they left the hospital and seeing air bubbles in their current tubing. The insulin pump will not be returned for analysis.